Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part number:314.467, synthes lot number: h324426, supplier lot number: n/a, release to warehouse date: 22jun2017, expiration date: n/a, manufactured by synthes monument. No ncrs were generated during production. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: investigation site: cq zuchwil. Selected flow: damage / deformed. Visual investigation: the visual inspection of the complained stardrive screwdriver shaft t8 showed that the device was not broken. However, the tip was stripped and twisted in clockwise direction. No other issues were identified during inspection. However, the received condition is not consistent with the complaint condition of broken thus the complaint is not confirmed. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. However, the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document/specification review: a review of the device history record was performed for the finished device lot number and showed that there were no issues during the manufacture of these products. Summary our investigation has shown that the complaint condition is not confirmed as the screwdriver shaft is not broken but the tip was found stripped and twisted in clockwise direction. While no definitive root cause could be determined, it is possible that the instrument is worn from repeated use and servicing. This production lot (h324426) was manufactured in june 2017 according to the specification, no product design or manufacturing issues were observed that may have contributed to the complaint condition therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: nkg, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a clavicle open reduction internal fixation (orif) procedure, the surgeon tried to insert the screw into the plate and the tip of the screwdriver broke off. The surgeon attempted screw removal and experienced difficulty which damaged the plate in the process. The plate needed to be discarded. There was a surgical delay of ten (10) minutes. Fragments were generated and easily removed without additional intervention. The procedure was successfully completed by removing the screw and plate and restarting the plating process with a new plate. There was no patient consequence. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 3 for (B)(4).